Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received critical pump error alarm and resulted in blank display. The customer¿s blood glucose level was unknown. A broken force sensor was detected during seating or regular delivery alarm was displayed on the insulin pump screen before critical pump error. The display screen was not blank currently. The display did not return after insulin pump restart. Troubleshooting was performed and the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation immediately followed by a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly and force sensor. No blank display noted. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and vibrator. No moisture damage on the keypad assembly noted.